Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2017, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprosthesis (ctag) for treating an aortic arch aneurysm. Two ctags were successfully implanted without reported issues. The patient tolerated the procedure. Reportedly, the patient had previous been treated for abdominal aortic aneurysm, and a reintervention for abdominal aneurysm enlargement took place on (B)(6) 2024. (This event was captured in medwatch report number 2953161-2024-01201). At the end of the procedure, an angiography was performed on both abdominal and thoracic part of the patient. It was then confirmed the distal portion of ctag was not attached to the inner curvature of the vessel wall. A distal type I endoleak was suspected but not confirmed. The procedure was completed without any treatment for the suspected distal type I endoleak however, another reintervention is being planned.

Manufacturer narrative:
H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: endoleak. Emdr h6, codes e2121, a0101 updated to reflect the additional information.

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprosthesis (ctag) for treating an aortic arch aneurysm. Two ctags were successfully implanted without reported issues. The patient tolerated the procedure. Reportedly, the patient had previous been treated for abdominal aortic aneurysm, and a reintervention for abdominal aneurysm enlargement took place on (B)(6) 2024. (This event was captured in medwatch report number 2953161-2024-01201 .) At the end of the procedure, an angiography was performed on both abdominal and thoracic part of the patient. It was then confirmed the distal portion of ctag was not attached to the inner curvature of the vessel wall. A distal type I endoleak was suspected but not confirmed at this time. A reintervention was planned. On (B)(6) 2024, a reintervention was performed. Reportedly, a preoperative CT exam reconfirmed the distal portion of ctag not attached to the vessel wall, and the distal type I endoleak was clearly observed this time. As a treatment, an additional ctag was implanted to extend the previously implanted ctag. The endoleak was resolved and the patient tolerated the procedure.